Manufacturer narrative:
The ge service representative conducted an onsite investigation. The batteries were charged. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an image. No patient injury was reported.